Event description:
It was reported that during a follow-up, the atrial lead exhibited intermittent loss of capture and loss of sensing. Exit block was suspected. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.